Manufacturer narrative:
No product will be returned for evaluation as product remained within patient. Should patient go under a revision procedure an updated report will be submitted. As per directions of use: possible adverse events resulting from the usage of oscar probes includes: -breaking, loosening, bending or reduced performance of the probes.

Event description:
Received information that alleged a probe broke while in use. As per reporter broken piece remained in patient. Orthofix srl ref: (B)(4).

Manufacturer narrative:
Technical evaluation the portion of the broken scraper probe has been returned for evaluation. Section d has been updated as the product returned is code ohs2062su, lot g200228, manufactured in year 2023 and not a piercer probe as previously referenced. The returned portion of device was subjected to visual and dimensional inspection per orthofix specification. The visual inspection confirmed the alleged event. The surface fracture appeared flat. A macroscopic analysis revealed features of fatigue fracture, including beach marks, a ratchet mark in the initiation zone. The dimensional check, performed where possible, did not evidence any anomalies. It was not possible to perform the functional check based on the return device. An analysis of the raw material documentation did not show any anomalies. Even though root cause cannot be confirmed, based on the available evidence, a systematic manufacturing deviation has been ruled out, and the potential root cause is mostly fatigue-related mechanical stress during use, rather than a design or production defect. No specific action was currently deemed necessary, orthofix maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. As per directions of use: possible adverse events resulting from the usage of oscar probes includes: -breaking, loosening, bending or reduced performance of the probes.

Event description:
Received information that alleged a probe broke while in use. As per reporter broken piece remained in patient.